Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of pump thrombosis was confirmed based on the evaluation of the returned lvad pump. The pump was returned assembled with the percutaneous lead (lead) cut approximately 2¿ from the pump housing and the remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump inlet port. The outlet elbow was returned attached to the pump outlet port. The sealed outflow graft and bend relief were not returned. Examination of the lumen of the inlet tube and inflow graft revealed depositions of loosely clotted blood. The inlet elbow and outlet elbow revealed depositions of loosely clotted blood mixed with grainy, denatured blood. The inlet stator, rotor, and outlet stator were almost entirely occluded by denatured blood. Slight contact marks were noted on the outlet portion of the rotor and the outlet bearing cup indicating that the occlusion was present during support. The observed depositions of denatured blood are consistent with an interruption in flow or low flow event; however, a specific cause for the low flow could not be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to the manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by vad engineer that the patient underwent a pump exchange on (B)(6), 2014. At time of explant, it was reported that the pump was full of clot.